Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, cervical dysplasia, anxiety disorder, asthma, loss of energy and hot flashes. Previously administered products included for an unreported indication: amitriptyline and citalopram. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect."), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, psychological trauma, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, cervical dysplasia, anxiety disorder, asthma, loss of energy and hot flashes. Previously administered products included for an unreported indication: amitriptyline and citalopram. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect."), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, psychological trauma, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Case category updated from non-serious incident to serious incident. Date of essure removal, medical history, historical drug, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.